Manufacturer narrative:
The technician found the siderail latch cover was preventing the siderail from latching. The rental bed was replaced at the account.

Event description:
Info received indicates the siderail is only latching intermittently.